Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following implantation of an intraocular lens (iol) the lens started to turn and as a result the vision was changing. The ring was placed to keep it from turning and the vision is now stable. Additional information was requested and received reporting that in the surgeons opinion the product did not caused or contributed to the event.